Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 514 mg/dl. Elevated bg was addressed via a correction bolus and supply change. Reportedly, the customer is using cartridge's beyond labeling. Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog or 72 hours if using novolog.